Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics, typical for severe external impact to the housing, which have led to device failure. This is a combined initial and final report.

Event description:
The device has been explanted and received for investigation. Despite requested no additional information could be retrieved from the field.